Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had issues with connectivity and a large number of 9007 errors. No patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over the to determine the customer reported issue of npi-interop pcu connectivity/9007 errors. Technical support - customer is reporting issues with pcu connectivity and large number of 9007 errors. Based on the findings, service was unable to determine the proximate cause of the reported issue. Device history review: a serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : no devices received.

Event description:
It was reported that the device had issues with connectivity and a large number of 9007 errors. No patient involvement.